Event description:
It was reported that the brown bandage of a profore lite system kit case 8 lite multi-layer compression bandage system sticks and the compression pressure cannot be built up professionally. The device is also very wrinkled and cannot be rolled out properly. Treatment was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the brown bandage of the profore lite system kit case 8 lite multi-layer compression bandage system is crumpled and cannot be unrolled properly. It is therefore difficult to generate the correct pressure during application/use. Treatment was performed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: additional information the device was not returned for evaluation. All supplied information has been reviewed and we have not been able to confirm the complaint. A documentation investigation has been conducted, confirming previous complaints of this nature establishing an inadequate standard operating procedure as the root cause with corrective actions assigned. A review of the device history confirmed that no manufacturing problems had been observed. The complained product was released prior to the initiation of the corrective action. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.